Manufacturer narrative:
A supplemental report is being submitted for device evaluation and or investigation completion . Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed functional testing and visual examination. Dimensional verification revealed that the front housing disc curvature was found to be deviating from release specifications. Internal pathology report revealed evidence of thrombus within the pump. Log file analysis revealed a sudden decrease in power consumption and estimated flows to parameters below the normal operating range starting on 17-nov-2021 and one low flow alarm logged on 17-nov-2021. As a result, the reported low flow/power and thrombus events were confirmed. Information received from the site indicated that, in addition to low flows, the patient experienced intractable back pain, cool extremities, and rising white blood cell count. A four-dimensional computerized tomography (CT) scan identified a thrombus within the inflow cannula of the vad with diminished function and diminished offloading of ventricular volume. The patient was given a fluid bolus, anti-hypertensives were held, and dobutamine was started for symptomatic hypotension. The patient was also treated with a heparin drip in anticipation of surgery, and the vad was exchanged. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus and pain are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the risk documentation and investigation conducted, possible causes of the low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed functional testing and visual examination. Dimensional verification revealed that the front housing disc curvature was found to be deviating from release specifications. Internal pathology report revealed evidence of thrombus within the pump. Log file analysis revealed a sudden decrease in power consumption and estimated flows to parameters below the normal operating range starting on 17/nov/2021 and one (1) low flow alarm logged on 17/nov/2021. As a result, the reported low flow/power and thrombus events were confirmed. Information received from the site indicated that he patient was treated with a heparin drip. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus and pain are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the risk documentation and investigation conducted, possible causes of the low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with intractable back pain. The ventricular assist device (vad) then began to exhibit incessant low flows and no pulsatility. The vad power consumption was also below normal range. The patient had cool extremities and rising white blood cell count (wbc), but all other labs were within normal limits including prothrombin time and activated partial thromboplastin time (aptt). The patient's international normalized ratio (inr) was therapeutic at 2.1. The patient's mean arterial pressure (map) dropped to the 60s. A 4-dimensional computerized tomography (CT) scan was performed and thrombus was identified within the inflow cannula of the vad with diminished function and diminished offloading of ventricular volume. It was noted there was stable appearance of the left intraventricular thrombus adjacent to the inflow cannula. A transthoracic echocardiogram (tte) was also performed. The patient was given a fluid bolus, anti-hypertensives were held, and dobutamine was started for symptomatic hypotension. The patient was also treated with a heparin drip in anticipation of surgery. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dvbc3d1 ICD - implanted (B)(6) 2 020. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.